Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon had difficult navigation and couldn't track in davf case the patient was undergoing surgery for treatment of complex dural arterio-venous fistulae. It was noted the patient's vessel tortuosity was severe. The access vessel was the left middle meningeal artery with a diameter of 2.2mm. It was reported that the physician was treating a complex davf which was majorly supplied from left occipital <(>&<)> some filling from middle meningeal artery (mma). At first, they embolized the occipital artery with apollo 3cm microcatheter <(>&<)> 1 vial of onyx-18 les. Then they decided to do the residual embolization from left mma with this marathon. Since the distal mma was thin <(>&<)> tortuous, this marathon couldn't reach closer to davf shunt. The doctor decided to leave the case <(>&<)> will plan the second sitting after 30-45 days. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received that per the physician, the cause of the difficult navigation was extreme anatomical tortuosity of mma due to which it couldn't reach to desired point of fistulous shunting.

Manufacturer narrative:
Product analysis: as found condition: the marathon catheter was returned for analysis within a shipping box, an opened marathon outer carton (b596302), an opened marathon inner pouch (b596302), and a dispenser coil. Damage location details: no damages were found with the marathon catheter hub. No bends or kinks were found with the marathon catheter body. The marathon catheter distal tip was found to be in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ report could not be confirmed. No defect was found with the returned marathon catheter that would have contributed to the reported event. In this event, the patient¿s ¿severe¿ vessel tortuosity likely contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information updated.